Manufacturer narrative:
Other, other text: one fluid warmer disposable was returned for evaluation. Visual inspection of the device found delamination on the sample. Device underwent functional testing, and was found to be leaking. This confirms the reported customer complaint. 32 samples then underwent leak testing, and no leaks were found. The problem source has been determined to be manufacturing as production personnel did not did not detect the delamination on the product.

Event description:
Information was received that during a pre-use check, the customer noticed the circulation water was leaking from the patient-side connector-they did not use it. No patient injury.